Manufacturer narrative:
(B)(4). (B)(6). Reporter had indicated that product will not be returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee arthroplasty, the device fractured. Another device was used to complete the procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: reported event was unable to be confirmed as no devices were received; therefore the condition of the components is unknown. (B)(4) was reviewed and no discrepancies relevant to the reported event were found. Root cause could be attributed to wear and tear from use. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information received.